Manufacturer narrative:
Patient information was not provided by the complainant. If it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during initial placement. The implant was removed. No adverse patient consequences were reported.

Manufacturer narrative:
Follow up submitted to report patient and initial reporter information.